Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope washer on the vasoview 7 xb was plugged up and no water would flow through. The surgeon tried to fix it and it was completely blocked with some material. A replacement device was used to complete the procedure. The hospital did not report any pt effects.